Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause of the device issue cannot be determined. However, the vessel dissection is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event. Ths is report 3 out of 3 filed for this event. This current report represents the initial and final report for this event. The original initial report number ¿0002134265-2017-00001¿ for this event should be deleted from the emdr system. The information contained within this report represents information contained in the original report number listed above and any supplemental information gathered that was not previously provided to FDA. The information in this current report was not provided as a supplemental report to the original report number listed above because the original initial MDR report number may now considered a duplicate report number by FDA¿s emdr system.¿ the subject device is not available.

Event description:
It was reported that after post ballooning dilation (subject device) of two implanted stents to treat the stenosed right vertebral artery, vessel dissection occurred followed by in-stent thrombosis. The physician administered ozagrel to dissolve the in-stent thrombosis which resolved without neurological deficit to the patient. In the physician's opinion, the vessel dissection was due to the post-dilatation of the stented area which ultimately contributed to the in-stent thrombosis. No further information is available.